Event description:
During the first draw of a plasmapheresis procedure the operator observed the plasma to be pink. A second operator noticed a twist in the donor harness. The donor was disconnected and suffered no adverse affect.